Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (20 mg:ml at 3 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had normal pump replacement on (B)(6) 2024 and started having signs of withdrawal, increased pain, and nausea. The healthcare provider (hcp) increased pump dose and patient said he felt relief for about eight hours on (B)(6) 2024 but was not feeling well again on (B)(6) 2024. They decided to do a dye study today. The catheter was patent and aspirated for the replacement. On (B)(6) 2024, a dye study was attempted but unsuccessful due to serous fluid where incision was for the pump. The hcp could not successfully get needle in catheter access port (cap), they told the patient to wait one-two weeks for incision to heal and he will try again. They have the patient on a patch for pain management. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was not available due to legal/confidential reason. The patient status was alive and no injury. The issue was not resolved. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the withdrawal/nausea was not yet determined since the doctor could not complete the dye study. The doctor was unable to access the catheter access port (cap), as previously reported. The patient was placed on a pain patch after the dye study on (B)(6) 2024 to relieve symptoms until another dye study was planned to be attempted on (B)(6) 2024. The patient's weight was 230 pounds. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient had the dye study on 4/30 and the hcp was able to aspirate cerebrospinal fluid (csf). It appeared that the tip of the catheter did move down to t12 from t10. Patient was no longer having any symptoms of withdrawal but would consult with hcp and likely have catheter revised to have tip at t10.